Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument was working at the start of the case and switched out for a needle holder. When the mcs instrument was reinserted back into the arm, a system error message was displayed on screen. The customer attempted to reinsert the instrument, but the attempt did not work. The procedure was completed with no reported injury.